Event description:
Information was received from a consumer regarding a patient receiving fentanyl (unknown concentration at 1.99 mcg/day), clonidine (unknown concentration at 5.8 mg/day), and bupivacaine (unknown concentration at 4.44 mg/day) via an implantable pump. The pump's indication for use was non-malignant pain. The patient reported that the personal therapy manager (ptm) displayed error code 8476 (motor stall code), but the patient had not heard an alarm. The patient stated that he was just leaving a magnetic resonance imaging (MRI) facility after having an MRI and tried to give himself a bolus, but received the aforementioned code instead. The patient was to follow-up with a healthcare professional (hcp). The patient stated that he had an appointment with his hcp on (B)(6) 2016, but he was encouraged by the manufacturer's patient support specialist to make the hcp aware of the code to see whether the hcp would like to see him earlier. No symptoms were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.